Event description:
It was reported that the compression device dropped down and hit the array cover. No injury reported. A field engineer was dispatched to the site and determined that the compression motor assembly needed to be replaced. Once this was completed the system was working as intended.